Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 12), identifies the hazard situation as "5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag" the risk level is considered low. Based on complaint of "broken luer lock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information regarding the failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the luer lock that connects the drainage bag broke. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.14 - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment. Residual risk: low. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Further investigation to be carried out.

Event description:
Nt821731c - the luer lock that connects the drainage bag broke. No injuries.